Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 420mm standard im nail per the sign technique manual. Surgeon comment: "surgery required a great deal of debridement and once at bone it was evident that the cortex of both frags at the fracture were thin and oblique and required cutting for adequate surface to surface approximation. There was a large butterfly frag that was a nonunion and was removed. Bone graft was harvested from the tibia metaphysis and placed at fracture site."